Manufacturer narrative:
Manufacturer's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for evaluation. The cause of reported leak is unk.

Event description:
Customer reported small pinpoint hole found in tubing right at start of flexible tubing that sits inside the pump. No product will be returned for this event. Customer stated no additional patient/event info will be provided.